Event description:
Customer reports readings over 900 mg/dl on the meter while using the advantage system. Device results read from 10 mg/dl to 600 mg/dl with results over 600 mg/dl displayed as "hi". No adverse event reported. A request was made for return of the suspect product and a replacement was sent.